Event description:
It was reported that the catheter end broke when it was taken out of the package. Follow up indicated that the circulating nurse was delivering the catheter to the scrub nurse. The catheter was pulled out of the tube by the scrub nurse and upon inspection it was found that the balloon and tip were broken rendering it non usable.

Manufacturer narrative:
The device was not returned for evaluation; therefore, the complaint could not be confirmed. A review of the manufacturing records indicated that the product met specifications upon release. With such limited information, it is not possible to determine what factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
One embolectomy catheter was received with the stylet wire. The gray shipping tube was also returned. The catheter appeared to have been used; there was dried blood on the windings and catheter tube. A close visual examination found a tubing fracture located at the #3 inflation hole. The three other inflation holes were round and not collapsed. The break site sections matched up; there were no missing sections. The catheter tip appeared to have been bent prior to the catheter tube breaking at the inflation hole. The balloon inflated and leakage was not observed. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the damage, although the timing could not be determined. No actions will be taken at this time.